Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent an explant procedure wherein all device components were removed. The patient was doing well postoperatively. The explanted devices were not returned as they were disposed at the facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7070547/7070476.